Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5082951. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection set leaked blood during collection. The tube was filling and blood flew into the yellow safety shield. No injury or medical intervention reported.